Event description:
On (B)(6) 2022 rtg0261673 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient wanted to know how to turn stim off for a head MRI. Reviewed placing the antenna on the ins. Reviewed palpating skin to locate ins, patient was not able to locate ins and kept getting the poor communication screen on the 3037 programmer. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No symptoms reported. Additional information was received from the patient. The patient called back reporting the same issue regarding poor communication. Patient stated they followed up with their physician following their previous call and the physician said they might have to replace the ins. Recommended patient follow up with managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.